Event description:
A physician reported a pt who received her first treatment on 6 october 1997 in the nasolabial folds and oral commissures. On approximately 21 october 1997, the pt alleged that she had swelling around her mouth at the treatment sites and along the jaw line. The swelling lasted for seven to ten days. A consulting physician told her that she might have had an hypersensitivity to collagen. On 11 november 1997, the injecting physician could not determine whether or not this pt had had a hypersensitivity to collagen; as no swelling or symptoms were observed. No medical intervention was prescribed or planned by the physician. On 27 january 1998, information was received from the physician and clarified on 30 january 1998. The dentist who performed the unrelated dental surgery (name unknown) referred the pt to her family physician, because he thought that the pt's oral complaints (mouth ulcer and swelling, exact date of onset unknown) might possibly be secondary to the swelling at the collagen treatment sites. The family physician prescribed oral corticosteroid and antibiotics (date not known). The family physician did not believe the pt's complaints were in any way related to the collagen; he believed they were secondary to the dental procedure.